Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon ¿due to faulty cable, image froze, and lateral line noise and flickering image¿ occurred because the video function did not work properly due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that static image and horizontal lines with flickering image occurred to a bad cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had a static picture. The reported phenomenon occurred during an unspecified procedure. Additional information has been requested from the user facility, but these attempts were unsuccessful. There were no reports of patient harm associated with the event.